Event description:
It was reported after being implanted on (B) (6) 2009, the patient felt the amplitude of the stimulation device "kept going up and down and running side to side." This occurred right after implant as well. Emi was being considered. Four days later, the patient reported it felt like the stimulation would turn on and off and that sometimes the stimulation was "really light." Six days later, it was reported that the patient felt someone may be doing something to interfere with the stimulation and reported hearing "chuckling." The patient had been to the hcp and indicated it "isn't the device." The patient had the device adjusted that day and was doing fine until he got home. The patient had been in different parts of the house. Any potential emi sources in the house or neighborhood was denied. Programming using the patient programmer had been discussed with the patient. The patient had spoken to the authorities regarding his concern that the settings were being changed by someone. The patient remained at home and had been advised of on/off options of the ins until it could be checked by an hcp. Additional information has been requested.

Manufacturer narrative:
(B) (4)